Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that a random call service alarm had occurred during a rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2014 with the following findings: call service alarms were observed in the pump histories. The pump rewind, load and primes steps were performed successfully. Corrosion was observed inside the battery compartment. The pump case was observed to be cracked near the top right corner of the display. A leak test was performed and verified a leak at the case crack. The pump was opened for further investigation and moisture damage was found inside the pump. The battery cap was unavailable for investigation; a test cap was used for all investigation steps.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.